Event description:
Sharp, rigid wire projected from cup of forceps when opened during colonoscopy procedure to get tissue biopsies. No known actual pt injury but potential for colon perforation and damage to colonoscope. Additionally, infection risk including cross-contamination to another pt from deep scratches in biopsy channel that could harbour biohazard debris and impeded high-level disinfection process. This is 3rd occurrence of this medical device defect seen at our facility with boston scientific radial jaw 4 forceps. Two different model and lot were involved. Date of events: (B)(6) 2015 - boston scientific radial jaw 4 large capacity with needle forceps model m00513330 lot# 17519765; (B)(6) 2015 - boston scientific radial jaw 4 large capacity with needle forceps model m00513330 lot# 17519765; (B)(6) 2015 - boston scientific radial jaw 4 jumbo capacity with needle forceps model m00513370 lot# 1754255.